Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed some instances of "high alarm displayed: cassette locked but not latched." Functional testing confirmed the reported issue was due to a defective latch/lock flex sensor. The sensor was replaced to address this issue.

Event description:
It was reported that there was cassette not attached error during testing. Evaluation of the returned device found a faulty latch/lock flex sensor.